Manufacturer narrative:
Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was dropped out and also stated that, they had issues with the transmitter or sensor. The customer inserted the new sensor though initially lost connection and its been fixed but after few hours went updating. The customer performed self test and was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.